Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with driveline drainage. Ten days later the patient was admitted with generalized weakness and watery stools. The patient also experienced fever. The patient's white blood count was elevated, and cultures were positive for bacterial driveline exit site infection and sepsis/bacteremia. The patient was started on an intravenous (IV) antibiotic infusion. A computerized tomography (CT) scan was also performed and revealed a frontal head bleed. The patient was moved to the intensive care unit (ICU) and anticoagulation was stopped. It was also noted that the patient's liver transaminase levels were elevated. The ventricular assist device (vad) and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files revealed no anomalies related to the pump within the analyzed period. Information received from the site revealed that the patient presented to the clinic with driveline drainage. Ten days later the patient was admitted with generalized weakness and watery stools. The patient also experienced fever. The patient's white blood count was elevated, and cultures were positive for bacterial driveline exit site infection and sepsis/bacteremia. The patient was started on an intravenous (IV) antibiotic infusion. A computerized tomography (CT) scan was also performed and revealed a frontal head bleed. The patient was moved to the intensive care unit (ICU) and anticoagulation was stopped. It was also noted that the patient's liver transaminase levels were elevated. The CT scan of the brain had revealed an acute bifrontal subarachnoid and right cerebellar hemorrhages; also a computed tomograph y angiography (cta) demonstrated an intracranial hemorrhage and left frontal edema. Additionally, computerized tomography (CT) scans of the abdomen and chest as well as an abdominal ultrasound revealed no abnormalities. The blood cultures grew out staphylococcus a ureus and was gram stain positive. It was further reported that the patient did not experience new neurological dysfunction. The patient¿s coumadin was resumed. The patient¿s neurological status was monitored along with the coagulation trend with adjustments made to the coumadin to keep the international normalized ratio (inr) within the pre-set range. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and bleeding are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, and possibly including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not experience new neurological dysfunction. The patient¿s coumadin was resumed. The pa tient¿s neurological status was monitored along with the coagulation trend with adjustments made to the coumadin to keep the international normalized ratio (inr) within the pre-set range.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and corrections. Patient ethnicity and race was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -h6. Patient codes (ime/annex e) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the CT scan of the brain had revealed an acute bifrontal subarachnoid and right cerebellar hemorrhages; also a computed tomography angiography (cta) demonstrated an intracranial hemorrhage and left frontal edema. Additionally, computerized tomography (CT) scans of the abdomen and chest as well as an abdominal ultrasound revealed no abnormalities. The blood cultures grew out staphylococcus aureus and was gram stain positive.